Event description:
Reoutin complaint investigation when a consumer reported receiving imprecise sequential readings within a ten minute time frame on the precision qid blood glucose meter. The results when plotted on a parkes error grid fall in the "c" zone which is considered to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.